Manufacturer narrative:
Correction on initial report: d.1, d.4, d.11, g.5 & h.4. The customer reported complaint of a communication error and interoperability gave a message ¿935180814¿ could not be confirmed. The customer did not return the pcu or provide the pcu event and error log. Analysis of the log shows pump module s/n (B)(6) identified an infusion had ran to completion uninterrupted there was no evidence that a communication error occurred with the pump module. The root cause of the customer¿s report that the pump module had a communication error and interoperability gave a message: "935180814¿ was not identified. The pcu was not returned for investigation. The device logs could not be reviewed. It should be noted that interoperability messaging from the hospital system could not be reviewed. The messages are stored for a period of 3 to 7 days and then they are purged. H3 other text : no devices received, log review only

Event description:
It was reported that while infusing sodium chloride, the IV pump had a communication error and interoperability gave a message: "935180814 infuser is offline or unable to connect to infuser". The event occurred in pediatrics. There was no patient harm and it did not cause significant delay in patient care.

Event description:
It was reported that while infusing sodium chloride, the IV pump had a communication error and interoperability gave a message: "935180814 infuser is offline or unable to connect to infuser". The event occurred in pediatrics. There was no patient harm and it did not cause significant delay in patient care.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that while infusing sodium chloride, the IV pump had a communication error and interoperability gave a message: "935180814 infuser is offline or unable to connect to infuser." The event occurred in adult stepdown intensive care unit. There was no patient harm and it did not cause significant delay in patient care.